Event description:
It was reported that during a breast biopsy procedure, it was not possible to collect samples. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.